Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck with blue screen carefusion logo. A technical support specialist (tss) dialed into the device remotely and performed a reboot. Windows updates were in progress during the restart. Once the reboot was completed, the med-app was confirmed to be up and running. The customer was able to log in and successfully remove medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mhs2c stuck on the blue carefusion logo screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.